Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep received a critical battery error due to the site leaving the system unplugged over a course of multiple days. The motion batteries and motor battery charger board were replaced, thus resolving the issue. The imaging system passed the system checkout and was found to be fully operational. Functional testing, performance testing, visual/physical examination, and usability inspection were performed, but the reported complaint was unable to be confirmed. The motor battery charger passed the bench test and visual inspection. There was no fault found with the returned motor battery charger during analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. A medtronic representative (rep) went on site to assess the system. While on site, he was made aware that the site had left the system unplugged over the weekend for a course of multiple days which put a strain on the batteries and charger board. The rep was told that the system had died while driving down the hallway. There was no patient present.